Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for birth control. In or around 2015, plaintiff began to experience symptoms that included, but are not limited to, irregular and painful menses, heavy bleeding, pelvic pain, and painful intercourse. On or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (genital haemorrhage). She underwent a pelvic surgery to try to alleviate her symptoms, five and a half years after essure insertion. These events are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (genital haemorrhage). She underwent a pelvic surgery to try to alleviate her symptoms, five and a half years after essure insertion. These events are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2010), depression, gallbladder disease, ovarian cancer, ovarian cyst, postpartum depression, cholecystectomy, laparotomy, early menarche, multigravida, right oophorectomy, arthritis rheumatoid and asthma. Concurrent conditions included body mass index normal, cervical cyst, ovarian cyst, menorrhagia and endometrial thickening. Family history included bone cancer ((paternal grandfather)), breast cancer ((aunt and paternal grandmother)), cerebrovascular accident ((maternal grandfather), mother), hypertension ((mother)), myocardial infarction (mother) and heart attack (mother). Concomitant products included hydrocodone and panadeine co (tylenol #3). On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), menstruation irregular ("irregular menses") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced dysmenorrhoea ("painful menses") and abdominal pain ("left abdomen pain"). The patient was treated with surgery (underwent unilateral salpingectomy, surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and menstruation irregular to be related to essure. The reporter commented: current weight: (B)(6) lbs. Mr- 4 coils remaining visible in the uterine cavity on the right and 4 coils remaining visible in the uterine cavity on the left. Patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. (B)(6) 2010 : uhcg : negative (B)(6) 2015 : ultrasound : comment: anteverted. 9 x 10 mass in endometrial cavity. Bilateral essure device seen-right better visualized, left doesn¿t appear to go as far into cornu area. Left cyst-1-complex mass, thick walled, cystic center with internal echoes, peripheral blood flow seen. Right copherectomy. (B)(6) 2015 : ultrasound : comment: anteverted uterus. No uterine mass. No endo mass seen. Right ovary removed. Left ovarycomplex cyst-left cyst-1. Cul de sac-no free fluid. (B)(6) 2016 : surgical pathology report : diagnosis: essure spring, left fallopian tube (benign fallopian tube) and cyst right adnexa (benign serous cyst) gross description: essure spring-a metal spring-like device measuring 2.3 cm in length and 1.0 mm in diameter. Left fallopian tube- an unremarkable segment of intact fallopian tube measuring 6.5 cm in length, 1.0 cm in diameter with attached fimbriated end. Representative sections of tube and fimbria, submitted in one block cyst right adnexa- a 1.2 cm intact clear fluid filled cystic structure ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia, abdominal pain lower (confirming left lower quadrant pain), fallopian tube perforation(confirming left fallopian tube perforation)¿ most recent follow-up information incorporated above includes: on 26-jan-2018: events- "perforation (fallopian tube), left abdomen pain", reporter, lot number, concomittant drug, historical condition added from pfs, family history, concomittant condition and drug, historical condition, lab data added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2010), depression, gallbladder disease, ovarian cancer, ovarian cyst, postpartum depression, cholecystectomy, laparotomy, early menarche, multigravida, right oophorectomy, arthritis rheumatoid and asthma. Concurrent conditions included body mass index normal, cervical cyst, ovarian cyst, menorrhagia and endometrial thickening. Family history included bone cancer ((paternal grandfather)), breast cancer ((aunt and paternal grandmother)), cerebrovascular accident ((maternal grandfather), mother), hypertension ((mother)), myocardial infarction (mother) and heart attack (mother). Concomitant products included hydrocodone and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), menstruation irregular ("irregular menses") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced dysmenorrhoea ("painful menses") and abdominal pain ("left abdomen pain"). The patient was treated with surgery (underwent unilateral salpingectomy, surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage and menstruation irregular to be related to essure. The reporter commented: current weight: (B)(6) lbs. Mr- 4 coils remaining visible in the uterine cavity on the right and 4 coils remaining visible in the uterine cavity on the left. Patient tolerated insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. (B)(6) 2010 : uhcg : negative (B)(6) 2015 : ultrasound : comment: anteverted. 9 x 10 mass in endometrial cavity. Bilateral essure device seen-right better visualized, left doesn¿t appear to go as far into cornu area. Left cyst-1-complex mass, thick walled, cystic center with internal echoes, peripheral blood flow seen. Right copherectomy. (B)(6) 2015 : ultrasound : comment: anteverted uterus. No uterine mass. No endo mass seen. Right ovary removed. Left ovarycomplex cyst-left cyst-1. Cul de sac-no free fluid. (B)(6) 2016 : surgical pathology report : diagnosis: essure spring, left fallopian tube (benign fallopian tube) and cyst right adnexa (benign serous cyst) gross description: essure spring-a metal spring-like device measuring 2.3 cm in length and 1.0 mm in diameter. Left fallopian tube- an unremarkable segment of intact fallopian tube measuring 6.5 cm in length, 1.0 cm in diameter with attached fimbriated end. Representative sections of tube and fimbria, submitted in one block cyst right adnexa- a 1.2 cm intact clear fluid filled cystic structure ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia, abdominal pain lower (confirming left lower quadrant pain), fallopian tube perforation(confirming left fallopian tube perforation)¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.